Manufacturer narrative:
Continuation of d10: product ID pscc100 (0013064502); product type: 0609-catheter; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter and the flexcath contour sheath, the patient became bradycardic after the first lesion with a drop in blood pressure. After pacing, the patient developed sinus tachycardia and then ventricular fibrillation with a spike in blood pressure. Cardioversion was performed and the rhythm reverted to sinus tachycardia. An angiogram was performed and was reported as clear. The physician believed the event was due to a suspected right coronary artery spasm. The patient went in and out of atrial fibrillation during the remainder of the ablation procedure. The case was completed. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient only experienced ventricular tachycardia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the procedure vasodilators were administered as well as adrenaline. Post-procedurally, the patient experienced a hemiparetic stroke and hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.